Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer (fse) connected with the customer and confirmed that the issue was resolved. The system functioned as intended after the issue was resolved. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 6.1 was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.